Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were less responsive. Customer reported that the insulin pump had scratches on screen of pump making it hard to see and cracks in the casing. Customer stated that the insulin pump's battery not lasting longer than 7 days and new battery was rejected. No harm requiring medical intervention was reported. The device will not be returned for analysis.